Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital with pre-syncope dizzy spells, and the right ventricular (rv) lead exhibited noise. A setscrew issue was suspected, and the patient was scheduled for pocket exploration in order to replace the lead. The lead remains in use. No further patient complications have been reported as a result of this event.